Event description:
It was reported that patient experienced inappropriate shocks and suffered anxiety. The device was explanted and replaced because it was reaching eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.